Event description:
On (B)(6) 2013, patient reported he wanted to return the infusion device because insulin does not come out of the tube when priming or when in the run mode. He reported he was recently hospitalized for psychiatric issues. Patient was advised to disconnect the tube from the headset. He reported the infusion device display went blank 2 weeks ago, and he inserted a new battery last week. He then reported there was no battery in the infusion device, and when asked to insert one, he reported this was already done. He declined to complete troubleshooting for the complaint and disconnected the line. Patient was contacted on (B)(6) 2013, and he reported he did not have time to talk. He stated his blood glucose was in the 340-400 mg/dl range all night. Two additional attempts were made to follow-up, and these were unsuccessful. He was unable to provide the serial number of the infusion device, and no additional information is available. The infusion device, cartridge, adapter, and infusion set were requested for evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the serial number / lot number are not available, the complaint could not be reproduced. Therefore, the complaint cannot be verified. (B)(4): device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.